Event description:
It was reported that the pt was implanted with a chronic dialysis catheter on (B) (6) 2009 in hematology dept. The catheter was disengaged when the pt undressed on (B) (6) and did not find the cuff. After checking with x-ray, the cuff was found under the skin.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.